Event description:
The customer reported that the system exceed 3% of the sid in the x or y plane or 4% of the sid cumulatively. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The camera was adjusted during the service call. The system was tested and found to be working as intended and put back into service.